Event description:
Reportedly, during routine testing performed by the facility staff, the device 'locked up'. This allegation was based upon the observation that shortly after power up, the device would not respond to actuation of any front panel switches and the device could not be powered off as a result.